Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66 year old male with acute myocardial infarction and cardiogenic shock (scai stage d) was supported with an impella rp flex inserted percutaneously via the right femoral vein on (B)(6) 2026 at 14:15 during support, the bedside rn reported that the patient moved or coughed, after which the motor power surged into the 80s from the 50s and pump flow decreased to 1.8 l/min from 3.4. The system generated high purge pressure and purge system blocked alarms. Troubleshooting included addition of heparin to the purge, purge cassette replacement, and initiation of tpa protocol; however, none resolved the elevated purge pressure. Plasma free hemoglobin rose to 310 mg/dl, accompanied by pink/red discoloration of urine. Based on the available information, impella rp flex exhibited persistent high purge pressure and purge system blocked alarms that did not resolve despite purge cassette replacement, adjustment of purge heparin concentration, and initiation of tpa per medical office recommendations. These unresolved alarms, accompanied by laboratory and clinical signs of hemolysis, prompted the clinical decision to explant the impella and initiate va ECMO. A device evaluation is pending return of the pump and purge cassette.

Manufacturer narrative:
B1 (is product problem) has been ticked. D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. D4 (catalog & serial) has been updated. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Purge pressure high: the cause of purge pressure high was unable to be determined as limited clinical details were provided and no product was returned for review. Low or blocked pump flow: the cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review.